Manufacturer narrative:
Method: no evaluation necessary, not a product problem. Results: user error.

Event description:
The end user alleges she was in a store with her husband. She was driving the unit when she ran into her husband causing him to fall. Her husband sustained a fractured right leg.